Manufacturer narrative:
Please see for plant investigation.

Event description:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned dry acid 132 gallon unit showed no visual anomalies. An internal inspection of the unit found burn damage to the fill valve and fill valve cable plug, soot on the interior of the control box and on the cables and plumbing within the control box, and salt deposits on the platform of the tank assembly, drain valve, the pump assembly, and plumbing under the control box. The fill valve, fill valve cable plug, and fill cable were disconnected from the dry acid 132 gallon unit. Part of the plumbing to the fill valve assembly was not received with the dry acid 132 gallon unit. A rinse cycle was initiated on the 132 dry acid unit after installing a new fill valve assembly, fill valve cable, and plumbing to the fill valve assembly. The rinse cycle could not be completed as the mixer would not fill. No smoke or fire was observed during the attempted rinse cycle. After replacing the control console, the 132 dry acid unit completed a rinse cycle and a dissolution cycle without alarm or failure. The fill valve functioned properly, there was no smoke or flames, and there were no leaks in the hydraulics. Each of the returned fill valve cable¿s wires were found to have proper continuity during a continuity test. The 132 dry acid unit¿s control console was removed and tested on a test fixture. During tests where the fill indicator light on the test fixture was supposed to turn off, the indicator light remained on. The display board assembly was removed from the control console and tested on a test fixture. The display board assembly failed the relay sequence test as the board¿s relay did not click during the test and the test fixtures fill indicator light remained on when it was supposed to turn off. Troubleshooting determined that relay k1 was shorted on the display board assembly. Relay k1 controls the 132 dry acid unit¿s fill valve and would cause the observed control console and display board assembly test failures. The 132 dry acid unit was received with the fill valve assembly disconnected and the associated plumbing missing. The 132 dry acid unit was also observed to have salt deposits on the pump assembly, tank assembly platform, and the drain valve. After replacing the fill valve assembly and associated plumbing, and the control console, the 132 dry acid unit completed rinse and dissolution cycles without alarm or failure. The fill valve functioned properly, there was no smoke or flames, and there were no leaks in the hydraulics. A leak from the missing fill valve assembly plumbing, which is higher than the surrounding components, could have caused the observed salt deposits. A leak from the missing fill valve assembly plumbing would have also leaked onto the fill valve assembly, which caught fire. The fire that occurred with the fill valve assembly could have caused the short to the relay on the display board assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer had a fill valve that caught fire, which damaged some associated wiring. It was reported that the fire burned itself out and that there was no damage to any other machines within the facility. Upon follow up with the clinical manager, it was confirmed that there were no patients in the clinic at the time of the reported event and that there was no harm to any patients or individuals because of this malfunction. The unit is being returned to the manufacturer for physical evaluation and a new unit is being sent to the clinic.